Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report# 1627487-2017-08257, reference MFR. Report# 1627487-2017-08256. Additional information received identified the issue has resolved. Another lead is added as device 3. Device information is unknown at this time.

Event description:
Device 3 of 3. Reference MFR. Report# 1627487-2017-08257, reference MFR. Report# 1627487-2017-08256.